Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to olympus. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This is assumed to have occurred due to the handling of the device deviating from the contents of the instruction manual by the user. The instruction manual of the device instructs that disinfection in the water supply pipeline be performed when replacing the water filter.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the user replaced the water filter of the subject device, the user did not disinfection of the water supply piping. In this state, the user reprocessed the endoscope with the subject device for a week. Other detailed information was not provided. There was no report of patient injury associated with the event.